Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 3 of 5: it was reported while using bd vacutainer® eclipse¿ blood collection needle, 1 device's safety shield broke off from the cannula. There was no health impact or consequences reported.